Event description:
Reporter alleged patient's glucose read hi on the blood glucose device compared to a lab result of 67 mg/dl when testing was performed within 10 minutes apart. Reporter stated then patient's glucose read hi again on the glucose meter compared to a different professional meter reading of 21 mg/dl, when the comparison was performed within 10 minutes. Reporter indicated not knowing if the patient was treated based on the lab result or one of the meter readings. Reporter did state control testing was performed the day of the alleged comparison and were found to be within an acceptable range. A request was made for the return of the suspect device and replacement product was sent.